Event description:
Same case as MDR ID: 2134265-2012-02120. This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 95% stenosed target lesion being treated was located in the severely calcified and severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with an unspecified balloon catheter. A 2.50x24mm promus element sds was advanced to the lad and was unable to cross the lesion. A 2.50x16mm promus element sds was then advanced and was also unable to cross the lesion. The procedure was completed without stent implantation. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage to both of the promus element devices.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found the balloon and stent was kinked/flattened 20mm proximal to the tip (inner lumen between the distal and proximal markerband). Due to the damage some of the struts on the 10th & 11th rows from the distal end of the stent were raised. The balloon was tightly wrapped and was not subjected to positive pressure. There was no damage noted to the hypotube of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).